Manufacturer narrative:
Correction: this product is no longer reportable as surgical intervention was not performed on the lead.

Event description:
Additional information received indicates the patient¿s lead is functioning properly and remains implanted.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-09160, 1627487-2019-09161. It was reported the patient was experiencing ineffective therapy. Surgical intervention may occur later to address the issue.